Event description:
Curlin medical was informed of a reportable event by a distributor, involving two devices. All info relating to this event was provided by the distributor. The customer reported that a pt suffered narrowing of the shoulder joint space (chondrolysis) following shoulder surgeries. The pt had to receive a complete shoulder replacement. Both shoulder surgeries involved post operative pain mgmt with a local anesthesia kit. The infusion catheter was apparently placed directly into the shoulder joint. The first use of the device was 2005, the second use in 2006.

Manufacturer narrative:
The initial reporter became aware of the pt injury as a result of a lawsuit. The local anesthesia kit described by the customer is currently manufactured and marketed by curlin medical. Curlin medical acquired the design of the product in aug 2006 from the original MFR, mckinley medical, llc. Since the acquisition of the product line, curlin medical has received no complaints of this nature for product distributed, is submitting this report as the current MFR of the device. The initial reporter is unable to provide the exact date of the event (ie, when injury to the pt's shoulder was diagnosed. The initial reporter is unable to provide detailed info regarding the type of medication used. The initial reporter is unable to provide info with respect to diagnosis and treatment of the pt as a result of the injury. The initial reporter is unable to provide info regarding the pt's preexisting medical conditions or significant medical history that may have contributed to the injury. The initial reporter is unable to provide the model number and lot number for either of the devices. As such, the expiration date and the date of the MFR. Cannot be determined. Curlin medical is submitting this report within 30 days after becoming aware of the event. As our investigation continues curlin will file a supplement if add'l info becomes available.